Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. No issue with the function or operation of the sterilizer was identified and the sterilizer was returned to service. While onsite, the technician found that facility personnel were not properly loading their sterilizer. Facility personnel were not utilizing sterilization trays or instrument organizers to allow for proper diffusion of the sterilant. The operator manual (1-2) states, "danger - personal injury, contaminated load and / or equipment damage hazard: failure to follow the v-pro sterilization tray or the v-pro instrument organizers operating instructions could result in an ineffective sterilization cycle." Additionally, the employee subject of the event was not wearing proper ppe, specifically gloves as stated in the operator manual. The v-pro max sterilizer operator manual states (6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The operator manual (1-2) further states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The technician counseled facility personnel on the importance of properly loading instruments and wearing proper ppe, specifically gloves while operating their v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling items that were processed in a v-pro max sterilizer. No medical treatment was sought. The instruments present in the cycle were not reprocessed prior to utilization in a patient procedure.